Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the escape button due to corroded keypad traces noted. Moisture damage on all electronic assemblies noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being placed on a wet countertop. Blood glucose level at the time of the incident was 260 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.